Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was lying flat on a bench at the gym doing 20lb curls with full extension and received one inappropriate shock. The health care professional (hcp) called in to discuss with technical services (ts). Troubleshooting was performed and they could create muscle noise however, it was not being sensed. Auto set-up was performed, and secondary failed, alternate and primary vectors were ok. Therapy was turned off as they performed isometrics. When programmed to alternate there was myopotential noise and s markers on the qrs complex. When programmed in primary there were no s markers seen during noise however, the qrs amplitude is too large, and every third beat is clipped producing n marker. When programmed to secondary the device is seeing n markers with isometrics. No s markers and oversensing of noise noted. Hcp stated the qrs complexes is lower in secondary than primary or alternate. The plan is to leave the device programmed to secondary x2 gain. The hcp will have the patient perform a patient-initiated interrogation to have nsr to tachy counts and noise counts analyzed. Additionally, it was noted that smart pass was programmed on however, the next day it was programmed off. There is no episode in the transmission. Ts discussed analysis results and found that smart pass was enabled and disabled during the session on the 16th. Therefore, since it was during the session, no episode would be stored. Ts recommended another patient-initiated interrogation and the hcp will have the patient evaluated to attempt to enable smart pass. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was lying flat on a bench at the gym doing 20lb curls with full extension and received one inappropriate shock. The health care professional (hcp) called in to discuss with technical services (ts). Troubleshooting was performed and they could create muscle noise however, it was not being sensed. Auto set-up was performed, and secondary failed, alternate and primary vectors were ok. Therapy was turned off as they performed isometrics. When programmed to alternate there was myopotential noise and s markers on the qrs complex. When programmed in primary there were no s markers seen during noise however, the qrs amplitude is too large, and every third beat is clipped producing n marker. When programmed to secondary the device is seeing n markers with isometrics. No s markers and oversensing of noise noted. Hcp stated the qrs complexes is lower in secondary than primary or alternate. The plan is to leave the device programmed to secondary x2 gain. The hcp will have the patient perform a patient-initiated interrogation to have nsr to tachy counts and noise counts analyzed. Additionally, it was noted that smart pass was programmed on however, the next day it was programmed off. There is no episode in the transmission. Ts discussed analysis results and found that smart pass was enabled and disabled during the session on the 16th. Therefore, since it was during the session, no episode would be stored. Ts recommended another patient-initiated interrogation, and the hcp will have the patient evaluated to attempt to enable smart pass. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the physician monitored the patient at the gym and they were able to re-produce noise with dumbbell curls. Therapy was programmed off. The device was programmed to secondary vector and all noise was appropriately labelled as n markers. Technical services recommended considering higher rate cutoffs and to turn therapy back on to get another nsr to tachy count after the next workout. At this time, the system remains in service. No adverse patient effects were reported.